Manufacturer narrative:
The lens was returned, positioned incorrectly in the lens case. Solution was dried on the lens. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted, due to the extensive optic damage. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine acceptability per model and diopter. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was scheduled to be explanted (B)(6) 2021. Additional information has been requested and received sated that the lens was explanted in a secondary procedure and a replacement lens was implanted.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a qualified monarch cartridge and company hand piece. The customer indicated the use of a viscoelastic, which is not qualified for monarch cartridge use. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 20.0 diopter (1.5 extended depth of focus) lens was replaced with an lens (2.25cyl), 21.0 diopter lens due to blurred vision and mechanical complication of the lens. The iol does not have a mechanical component--the terminology used to report mechanical complication is an insurance coding term that is used for billing and coding when a lens is exchanged---the verbiage does not indicate a lens malfunction. The product was not returned to evaluate. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).